Event description:
Patient arrived to operating room. Both patient bed and operating room table locked and double checked by staff, anesthesia and attending surgeon. After procedure started, surgeon asked anesthesia to adjust height on bed, and completed, however, operating room bed malfunctioned and unlocked. Attempted to lock bed by anesthesia, operating room staff, bed unable to lock. Charge nurse notified and attempted to lock bed, bed checked: plugged in, turned off and reset with no results to locks in place. Case finished and patient moved very carefully to own bed with several staff members assisting on moving patient. Clinical engineering checked bed and found that the device had dead batteries due to a failed power connector at the base of the table. The connector was repaired, the batteries charged, and function tested. Device operates per ome specs. Device returned to service.